Manufacturer narrative:
The results of the investigation did not yield any manufacturing or component defect. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation. This event has been identified as a malfunction. Abbot vascular has initiated a corrective action.

Event description:
The operator attempted arteriotomy closure with the starclose device following an unknown procedure. The vessel locator button would not stay depressed. The device was removed and hemostasis was achieved with manual compression. There were no adverse patient events as a result of this incident.